Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-03471 / 03473). Product location unknown.

Event description:
Patient underwent a right knee revision procedure due to infection.